Event description:
(B)(4). I suffer from galactorrhea, hair growth on chin, fatigue, lack of energy/motivation, not feeling "right", headaches/head fog, chronic sinus issues, can't lose weight/gain easily, overall feeling of being swollen, abdomen swelling/bloat, mild depression, high blood pressure (bottom), cramping/sharp/stabbing pain in abdomen and lower back, constant tightness/weakness in upper body/neck, achy/pressing/dull pain in breasts, pass large blood clots during period, uti, joint pain, hair loss, painful ovulation, excessive discharge, twingey nerves, arms/hands will fall asleep, see stars, dizzy when on period.

Event description:
(B)(4). I am now scheduled for a hysterectomy (B)(6) 2015 due to this device. They will remove my tubes, uterus and possibly my left ovary, due to coil migration.